Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a bariatric bypass procedure, post-operative bleeding occurred on gastro-entero anastomosis. A patient needed a new surgical intervention to correct the issue.